Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the device was cracked through the edge in h15 between the arthrex marking and the batch number. The thickness was measured and found to meet the specification listed in drawing (B)(4). The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that during a clavicle fracture surgery while bending the plate it cracked. Nothing broke off from the device. According to the surgeon there was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery. 16-mar-2022 update dw further information were provided that the surgery was finished successfully with a new device with the same part number.